Event description:
Caller reported an issue with the incorrect display time on their pump, which they did not know the cause of. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in updating the pump time and advised monitoring the situation if the time discrepancy of greater than five minutes occurs again, which the caller understood and acknowledged.